Event description:
The customer reported that the subject device failed upon initial use. There was no energy output when the device was connected to the generator. Another similar device was connected and used to complete the unspecified therapeutic procedure. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was partially separated. This report is being submitted for the malfunction found during evaluation (tissue pad separation). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the tissue pad was severely worn as the top portion was burnt/charred and had partially separated exposing metal on the side. A review of the device history record found no deviations that could have caused or contributed to the peeling tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the activation failure occurred due to an error. The error and peeling of the tissue pad likely occurred by the following mechanism. The grasping section was closed without grasping anything while the output in seal & cut mode was activated (including after tissue resection). This caused the tissue pad to wear and partially peel off. The non-insulated area of the grasping section and the probe then came into contact due to wear of the tissue pad. The output in seal & cut mode was then activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and it caused an error. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. In addition, the wiper movement had minor restriction due to tissue build up, there were marks in the non-insulated area of the grasping section and probe where they came in contact and were abraded. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.